Manufacturer narrative:
Corrosion and debris was noted within hte internal dcomponents of the device.

Event description:
The micro drill medium straight attachment was sent for service and severe wobbling was noted during performance testing. No adverse event was associated with the device.